Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their device was already removed because it was defective. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain and herniated disc. The patient reported that they were still not feeling stimulation in their back. Their doctor did an x-ray, which showed that their right lead was way far right and recruitment of ribs. It was not where it was originally placed, so there was migration. The patient was reprogrammed to get bi-lateral leg coverage. The lead that migrated was not used. The patient was going to think about if they want to keep their stimulator, as it doesn¿t help much. No further complications were reported.